Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported there was flatline on the paceart module when trying to record trans-telephonic monitoring. No patient complications were reported.